Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged which led to loss of myocardial capture (loc). A lead revision was scheduled to be performed. This ra lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information indicated that a surgical revision procedure was peformed where this ra lead was repositioned. No additional adverse patient effects were reported.